Manufacturer narrative:
MFR reviewed x-rays of implanted device. Results: x-rays reviewed by the MFR, no gross lead discontinuities visualized. Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
A physician's office reported that the pt had received a high impedance on diagnostic testing. The pt's last known settings were from (B)(6) 2010. The pt was sent for x-rays, which did not show any anomalies after review by the MFR. There was no known trauma to the pt. Due to vocal cord paralysis on the pt left and right vocal cords from a neonatal stroke, the physician is not willing to perform a lead revision surgery, only a generator one. Furthermore, the pt may require a trachea tube. The pt is currently seizure free and not taking any medications. The mother of the pt decided to proceed with a second opinion before scheduling a surgery. A surgery in the future is possible. Attempts for further info have been unsuccessful.